Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 341,505 joules while using the surgical fiber during a prostate procedure, the aiming beam was observed to be firing straight out of the fiber; the doctor said it looked like a cracked fiber lens and energy was misfiring. The class also stated that the fiber had been faulty throughout the case during use. The procedure was completed using a second surgical fiber for 48,588 joules. A difference (improved performance) was noticed as soon as switching to the second fiber. The case was reported to have been 3 hours long. There was no patient injury reported.